Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s caregiver reported the ilet touchscreen was unresponsive, preventing the patient from resuming insulin delivery. Troubleshooting attempts were unsuccessful. Insulin delivery was paused at the time, and the patient switched to backup injection therapy. A replacement ilet was shipped overnight. No blood glucose impact or adverse events were reported.